Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and ventricular shocks for possible rapid ventricular response (rvr) due to atrial arrhythmia. Shocks did appear to cardiovert but the atrial fibrillation started again. There was also a signal artifact monitor episode recorded but appears to be caused by the atrial fibrillation (af). At this time the ICD remains in service. No additional adverse patient effects were reported.